Event description:
Revision surgery - due to failed subscap.

Manufacturer narrative:
The reason for this revision surgery was due to failed subscap. The in-vivo length of patient service for the implant was over 4 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. Initial or prolonged hospitalization was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (B)(4) associated with the part 508-32-204, rsp baseplate, 30mm lg, with p2 coating which documents a nonconformance that out of 50 quantity lot 10 items were accepted with minor scuffs on the tapers. Justification for the acceptance describes that, no discernible depth when checked with (B)(4) and will not affect form, fit or function. All items met design, fit and function requirements and were accepted. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to subscap failure. There are multiple factors which may cause subscap failure that are outside the control of djo surgical are patient activities, excessive range-of-motion, soft tissue impingement, prolonged usage of overhead activities, bone deterioration, trauma or poor bone quality. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.